Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The device was functional normally during the evaluation. The reported issue was unable to be confirmed at this time. Several parts were replaced due to opening the unit and for preventative measures (gasket, tie, richo spacers, and the rotor). No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident unit has been requested but to date has not been received for evaluation. If the unit is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device had an overfill issue. Additional information was received stating that the device was not used on a patient at the time of failure. The device over delivered in the routine designated testing time between patient testing. No further details provided.